Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive and numbers . Blood glucose level at the time of the incident was 115 mg/dl but sensor glucose was 67 mg/dl. Customer stated the insulin pump was not exposed to a change in altitude. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. No frozen screen noted. (B)(4).